Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc concluded that the failure of the main board may have been caused by the aging of the components on the board. Aged deterioration of parts was due to long-term repeated use, because more than 11 years have passed since the device was manufactured. In addition, there is possibility that the parts related to serial communication had failed due to the failure of the main board. Omsc confirmed that there was no repair history of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that serial communication (rs-232c) of the device did not work, due to main board failure. There was no report of patient injury associated with the event.